Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Based on the functional inspection the returned plate is fully functional. The plausible cause of the event is most likely user related.

Event description:
It was reported that; we were using the product for a 5/1 fusion and surgeon was unable to keep locking plate in place on multiple tries. We then resorted to other plating.

Event description:
It was reported that; we were using the product for a 5/1 fusion and surgeon was unable to keep locking plate in place on multiple tries. We then resorted to other plating.